Event description:
It was reported the epg (external pulse generator) was dropped when connected to a patient. The epg stopped functioning, so it was replaced. It was further noted that the epg was returned for repair because it turned on, but nothing could be adjusted, seen, or changed on the screen. The epg was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device was dropped, stopped functioning or that nothing could be adjusted, seen or changed on the screen. It was noted that the upper and lower cases were broken, the battery release was contaminated, both bail covers were broken, the ring cover was broken and contaminated, the battery contacts were compressed, the battery drawer as broken and the keyboard was scratched. (B)(4).